Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that during a case, the site had issues achieving a good registration. They were unable to get the registration metric below 3.0 even after about five minutes of tracing. The site only used trace registration, trace points only. The site attempted collecting more trace points on completed registration in addition to restarting registration multiple time. The site was eventually able to get a sufficient registration. This caused less than one hour of delay. Additional information was received. It was reported that there was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version#: 2.0.0 f1908: delay of less than one hour f26: no patient impact, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.